Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2023, one of the team associates had reached out to sales rep about compressing the tfna with the lag screw after a case they had just covered. The employee had thought that tighten down the set screw and torque down before compressing, and that's what occurred during the procedure when the surgeon attempted to compress. Sales rep informed the employee of the need to back off the screw a half of turn in order to compress the nail fracture before statically locking, if that¿s the choice. It was not known if any adverse events occurred during the procedure. No other medical intervention was required. This report involves one 10mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for (B)(4).